Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd q-syte luer access split septum was clogged. The following information was provided by the initial reporter, translated from chinese to english: usage: after the indwelling needle is successfully punctured, the nurse is going to use the septum-needle-free closed infusion connector to connect the liquid to the child, and finds that the liquid does not drip. After inspection, the connector is found to be sealed and not open, so it cannot be used.

Manufacturer narrative:
E.1 initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte luer access split septum was clogged. The following information was provided by the initial reporter, translated from chinese to english: usage: after the indwelling needle is successfully punctured, the nurse is going to use the septum-needle-free closed infusion connector to connect the liquid to the child, and finds that the liquid does not drip. After inspection, the connector is found to be sealed and not open, so it cannot be used.